Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 137 mg/dl. Customer has experienced recurring no delivery alarms during set changes. Customer was explained that the alarm may be due to site, set, or reservoir issues. Customer does rotate sites and avoids scar tissue. Troubleshooting was performed and customer stated that they have tried all remedies. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that he gets a no delivery typically twice during infusion set changes during the prime process. Customer mentioned that he has wasted a lot of supplies. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.